Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (presence of calcification near the non-coronary cusp, female gender, advanced age) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from japan by our edwards lifesciences affiliates, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra resilia valve, the patient developed persistent hypotension and a mild increase in pericardial effusion was observed following implantation of the bioprosthetic valve. Pericardial drainage was performed; however, the patient subsequently experienced rapid hemodynamic deterioration and progressed to shock, which necessitated conversion to open surgical hemostasis. Intraoperatively, significant bleeding was reported with difficulty achieving hemostatic control, and cardiopulmonary bypass was initiated with subsequent surgical aortic valve replacement (avr) performed. During evaluation under cardiac arrest, a perforation with a calcified appearance was identified at the non-coronary cusp (ncc), and rupture of the sinus of valsalva (sov) attributable to ncc calcification was determined to have occurred. It was also confirmed that the drain inserted during pericardial puncture had migrated into the right ventricle. After completion of avr, hemostasis remained difficult to achieve. The reporter stated that the decision was made to defer definitive hemostasis until stabilization of the coagulation status, and the patient was transferred out of the operating room with the chest left open. No device difficulties were reported. Hemostasis and chest closure were performed on the day following the tavr procedure. The patient was extubated one week later. The patient had recovered to a condition that allowed management in a general ward.